Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record database and similar incident query for this product was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified circumflex cx artery. The 3.0x38mm xience skypoint stent delivery system (sds) was advanced without issue and when positioning to deploy physician noticed a larger gap between the marker and the stent. However, deployed the stent in target lesion without issue and did post imaging with intravascular ultrasound (ivus) and found no issues. The physician could not confirm, if the marker was in the incorrect place or if the stent was loose. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.